Event description:
Healthcare professional reported, capsular contracture, baker grade IV. Against right device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, creases fold, weight to the spec and opening in the anterior. A microscopic analysis was performed which identify, two striated opening in the anterior. Based on the device analysis, the final assessment is: two striated opening in the anterior side assessed, as surgical damage.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: "capsular contracture baker grade 4".

Event description:
Healthcare professional reported capsular contracture baker grade IV against right device. The device has been explanted.